Manufacturer narrative:
A ge svc rep performed an on site investigation. The left monitor was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the sys left monitor would go to sleep mode and then the customer had to reboot the sys to get it to work again. This may cause the sys to become intermittently unusable due to the loss of the live fluoroscopic image. There was no pt injury or death reported.